Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Multiple kinks were noted along the hypotube shaft, and a 2mm port exchange tear was noted on the polymer extrusion. A break was noted in the midshaft at 14.5cm distal from the midshaft bond and the midshaft was severely stretched. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic examination of the blade segments was conducted. Approximately 1mm of a proximal blade segment was missing (detached) from the first blade, but the entire blade pad was intact. Approximately 2mm of a proximal blade segment was missing (detached) from the second blade, but the entire blade pad was intact. No damage was observed on the third and fourth blades and the blades and pads were fully bonded onto the balloon. The tip showed no signs of damage.

Event description:
It was reported via medwatch that removal difficulty and dissection occurred. The target lesion was located in the left superficial femoral artery to distal peroneal vein bypass graft. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, difficulty removing the cutting balloon from the proximal most graft which resulted in a device irregularity and a focal flap. The device was retrieved without difficulty. Since there was concern that the flap could result in an early occlusion of the graft, the graft was focally treated with a non-boston scientific drug-eluting stent and the procedure was completed. There were no further patient complications reported.

Event description:
It was reported via medwatch that removal difficulty and dissection occurred. The target lesion was located in the left superficial femoral artery to distal peroneal vein bypass graft. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, difficulty removing the cutting balloon from the proximal most graft which resulted in a device irregularity and a focal flap. The device was retrieved without difficulty. Since there was concern that the flap could result in an early occlusion of the graft, the graft was focally treated with a non-boston scientific drug-eluting stent and the procedure was completed. There were no further patient complications reported.

Manufacturer narrative:
This report is being filed to correct the attached medwatch. The medwatch number is unknown. It is unknown if this medwatch report was sent to FDA by the user facility. Device evaluated by MFR.: the device was returned for analysis. Multiple kinks were noted along the hypotube shaft, and a 2mm port exchange tear was noted on the polymer extrusion. A break was noted in the midshaft at 14.5cm distal from the midshaft bond and the midshaft was severely stretched. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic examination of the blade segments was conducted. Approximately 1mm of a proximal blade segment was missing (detached) from the first blade, but the entire blade pad was intact. Approximately 2mm of a proximal blade segment was missing (detached) from the second blade, but the entire blade pad was intact. No damage was observed on the third and fourth blades and the blades and pads were fully bonded onto the balloon. The tip showed no signs of damage.

Event description:
It was reported via medwatch that removal difficulty and dissection occurred. The target lesion was located in the left superficial femoral artery to distal peroneal vein bypass graft. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, difficulty removing the cutting balloon from the proximal most graft which resulted in a device irregularity and a focal flap. The device was retrieved without difficulty. Since there was concern that the flap could result in an early occlusion of the graft, the graft was focally treated with a non-boston scientific drug-eluting stent and the procedure was completed. There were no further patient complications reported.